Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample from a cobas e601 analyzer. Sample 1 initial result was 30.78 mui/l. Sample 2 was drawn from the patient and tested on (B)(6) 2016 and the result was 0.915 mui/l. The repeat result was 0.897 mui/l. The customer then retested sample 1 and the results were 0.409 mui/l and 0.413 mui/l. On (B)(6) 2016, both samples were repeated and the result from sample 1 was 0.417 mui/l. The result from sample 2 was 0.912 mui/l. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. Samples from the patient were submitted for investigation and the results were found to be within the reference range and matched the repeat results generated by the customer. Comparison of the results between two analyzers did not show any differences. Based on these results, a general reagent issue could be excluded and no product problem could be found. An interfering factor was most likely not in the sample. A specific root cause could not be identified.